Event description:
The fe confirmed the sys was not booting up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sbc board and backplane were evaluated and replaced. The sys was tested and found to be working as intended and put back into service.